Event description:
It was reported that a device was used during a lap nissen. The device broke into two pieces when it was inserted into abdominal cavity and being used as leverage. The case was completed with a like device with no pt consequence.